Event description:
Pt arrived w/ laceration of back of head. Used proximate 35 ethicon endo-surgery stapler to repair lac. Stapler jammed on first staple effectively trapping the staple and staple gun to the pt's head. The pt underwent unnecessary stress during this moment. We had to apply lidocaine to numb the head and then manually remove staple and staple gun w/ force. We quickly repaired the laceration w/ 2 staples w/ a new staple gun. The malfunctioning staple gun was trailed following the incident and continued to malfunction.